Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk, with osteoarthritis (grade 3 with moderate prior effusion). (B)(4). The pt's medical history was not provided. On (B)(6) 2006, the pt initiated treatment with first intra-articular synvisc (hylan g-f 20) injection in right knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2006, the pt experienced synovitis in right knee that recovered within 24 hrs. The pt received treatment with intra muscular betamethasone for the event of synovitis in right knee. The action taken with synvisc was not provided. Concomitant medications were not provided. The intensity for the event of synovitis in right knee was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis in right knee as definitely related. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
Additionally, the qa (quality assurance) investigation results were received on (B)(6) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. (B)(4). The benefit risk profile of the product is not altered by this report.